Event description:
It was reported that six hours after the intra-aortic balloon (iab) was inserted, the pump alarmed "helium leak". The iab was removed and the distal end of the iab was found leaking; another iab was not inserted. There were no reported pt complications.

Manufacturer narrative:
Eval of 1/24/08 indicated this event to be MDR reportable. Eval: the intra-aortic balloon, pump tubing, and one-way valve were returned. The guidewire and sheath were not returned. There was blood on the interior and exterior surface of the iab. There were bends in the iab, approximately 14 and 36 cm from the distal tip of the iab. A vacuum was pulled on the iab, but did not hold. A vacuum was pulled on the one-way valve and held. A different guidewire was fed through the central lumen with no resistance. The iab was submerged and pressurized in water. Bubbles exited the tail-neck of the bladder, approx. 26.5 cm from the distal tip. The iab and bladder were examined under magnification and the inner coil wire was lifted and protruding through the bladder. The catheter was examined under magnification and the holes in the catheter were determined to be slit-like. Further investigation included dissecting the iab outer lumen of the catheter body. This investigation revealed that inadequate bonding of the iab outer lumen to itself could have contributed to the reported complaint. A design history record (DHR) re-review was conducted on the iab and it met all specifications and passed all in-process testing. There were no manufacturing abnormalities established between the DHR and the reported complaint.